Manufacturer narrative:
Correction b4: date of this report: from: 6/23/2024 to: 6/22/2024. No product was returned for evaluation. Evaluation of the system logs and treatment tip cannot be completed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. As no device information was provided, the manufacturing records cannot be reviewed. According to the thermage flx user manual, blisters are a known adverse effect of thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. It was reported that provider is using a non-solta coupling fluid. The thermage flx user manual instructs users to use only solta-supplied coupling fluid. Only solta-supplied coupling fluid should be used with the system to avoid unsafe use or product malfunction. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, this treatment was performed in an off-label manner that caused risk to patient. At this time, no corrective action is necessary.

Event description:
Additional information was received. The area of the body treated was the eye with the injury to the upper eyelid, the junction of upper eyelid, and eyebrow. The nature of the injury reported is noted as a tiny blister. The type of eye shield lubrication used was systane eye drops. Anaesthetic eye drop was used. Secondary intervention (ointments, medications, etc.) Required to treat this event included antibacterial ointment. The patient's last reported status indicated that the blister had popped. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. The patient had not undergone any other treatments in the same symptom area within the past 90 days. The patient has prior aesthetic treatments on this area once a year. The highest energy level used was 3.5. No system errors occurred, nor was anything out of the ordinary during treatment. The client didn't report any discomfort when treating that area. When treating the skin, redness appeared, and the system had shown a tip too warm error. Afterwards, the energy was reduced, and other areas were treated. One half a bottle of solta medical cryogen was used. The treatment tip surface was inspected prior to use and there was nothing to report. The treatment tip surface was not inspected during the treatment. This is the first time the treatment tip had been used. The treatment tip was discarded. Available photographs were reviewed by the solta medical reviewer. A small blister that appeared to be in the process of healing was observed on the upper eyelid. Residual erythema is limited in both size and severity. Based on the visual evidence this is unlikely to cause a permanent scar and there is no indication of a serious adverse event. Therefore, this event is no longer deemed serious and no longer meets reportability requirements.

Manufacturer narrative:
The investigation is ongoing.

Event description:
A user facility reported that small blisters developed in the top corner of the eyelid during a thermage flx eye treatment. A solta representative attended the site for training and found that the customer was using a third-party coupling gel. The reported that the gel is not a solta product and appears to be quite watered down like ultrasound gel. Additional information has been requested.